Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon saw possible debris or a scratch on an intraocular lens, model ar40e. He used another lens. No patient contact was indicated. No further information was provided.

Manufacturer narrative:
Device evaluation: two pieces of the intraocular lens (iol) were returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed red stains (that appear to be blood) on the two pieces of the lens. The condition observed was consistent with a lens that was cut due to iol removal process or explant. The returned lens was cut and stained making it visually impossible to observe a defect on the optic such as the reported possible debris or scratches. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the lens was inserted into the patient's eye and cut out during the same surgical procedure. No vitrectomy was performed. Another lens was implanted and no patient injury or complications were reported. The patient was reported doing fine. No further information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.